Event description:
Clinician contacted arrow clinical support advising that she was unable to obtain an ap waveform on the iabp and there were no pressure numbers. There was a good waveform on phillips monitor and was slaving to pump. Ap mon was selected. Clinician tried another slave cable and ensured cable was fully connected. Still no waveform. Console was exchanged. There were no reported patient complications.